Manufacturer narrative:
This report is submitted on nov 17, 2023.

Event description:
Per the clinic, the patient experienced an ear infection (not device related). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the receiver/stimulator and subsequently developed an infection at the implant site. This report is submitted on march 27, 2024.